Event description:
It was reported the patient had overdose symptoms and they resulted in hospitalization. There was no alleged product issue. The cause of the event was unknown. The outcome of the event was not reported, but the patient was listed as "alive - no injury". The pump was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the overdose occurred on (B)(6) 2015, during a device follow-up. The patient experienced nausea, somnolence, and breathing depression. The drug reservoir content was not measured. Regarding if any action was taken to determine the root cause of the overdose, according to the company representative, "presumably it was a hysteric crisis." The patient was given a naloxone single shot, and the problem was solved. They did not change any of the programming of the pump. The patient was doing fine and the therapy was ongoing and effective. The pump will remain implanted.

Manufacturer narrative:
(B)(4).